Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised evaluation of the data acquisition pcb to motor controller pcb cable. The biomedical engineer reported during testing of the cable the device went vent inop due to a data acquisition pcba adc reference failure. The biomedical engineer reported the data acquisition pcb board was replaced and the device passed testing.